Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue of b30 and e216 errors were not confirmed. The unit was tested with a test cv-190 video processor and an ltf-s190-5, ltf type vh, gif-h180, gif-h190 , cf-hq190l test scopes. The video image was functioning as normal. However, corrosion in air tubing and damaged pump, rear panel, and air duct were noted. In addition, a worn-out scope socket slider switch causing intermittent use of high intensity mode was observed. Lastly, an olympus lamp with less than 50 hours and light output below specification were noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display a b30 and an e216 error codes. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the b30 error code.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause was unable to be identified therefore, it was not possible to estimate the probable cause of the phenomenon. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. Olympus will continue to monitor complaints for this device.